Manufacturer narrative:
B5: the replacement lens was implanted on (b)(60 2021 and the problem was resolved. The patient is happy. H3: device evaluation: the lens was returned in a micro-centrifuge vial with moisture and debris on lens. Visual inspection found the lens optic and haptic torn. There was debris on the lens. Claim # (B)(4).

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticm5_13.7 implantable collamer lens, -06.00/+0.5/025 (sphere/cylinder/axis) during the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. Another lens was not implanted. The cause of the event was unknown.